Manufacturer narrative:
The reported event of the insulation damage was confirmed. As received, a complete lead in one piece and three implant tools were returned for analysis. The guidewire was not returned with the lead. Visual inspection of the lead found the insulation was perforated at the s-curve region. The s-curve hump height was measured within specifications. The cause of the reported event was due to the perforation of insulation consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for left ventricular (lv) implant procedure. During procedure, it was noted that the guidewire came out prematurely due to lv lead insulation damage. The lv lead was not implanted, and a replacement was implanted on (B)(6) 2025. The patient had no consequences.